Event description:
Event description guidant received information that during a follow-up visit, noise was noted on both the atrial and ventricular leads. The noise could be duplicated with isometrics. Despite lead impedance measurements being stable in both unipolar and bipolar configurations, technical services suggested fracture of both leads as the probable cause of the noise. The device was programmed to door mode to prevent any future inhibitition of pacing. No adverse patient effects or symptoms of lightheadedness were reported.